Event description:
A non-healthcare professional reported that during surgery, they noticed that a torn or broken haptic. Additional information has been requested and received stating that the procedure was completed on the same day. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).